Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak was noted following insertion into the left atrium. After inserting the catheter into the sheath, negative pressure was applied for flushing and it was noted that air was noted. Aspirating several times did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.